Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. The facility declined to provide the information. No tests/laboratory data available. Other relevant history: no information available. This "blank" is not an omission. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the manufacturer's device was recognized by the system. After the first run, while passing through the lesion, the device lost image. They disconnected and reconnected the device, but the problem persisted. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Visual and microscopic inspection and an image test were performed on the returned device. There was a kink in the proximal shaft. Scratches were observed at the distal and proximal fillets. A portion of the kapton was folded back at the scanner body and casting material was visible beneath. A portion of the metal unibody was exposed, but there were no sharp edges or protruding parts. No portions of the device appeared to be missing. The device was connected to the lab imaging system for an image test. The system displayed a "catheter fault detected" error message upon plugging in the device. The device received a "catheter fault detected" error message from the system during the image test. The probable cause of the failure is electrical issues caused by fluid ingress into the device. The device was returned with a portion of the kapton folded back at the scanner body. The device appears to be intact, with no portions missing. The probable cause of the failure is damage in use. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the cause of the failure occurred. This event is being reported as there is a potential for harm if the malfunction were to recur.